Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Visual evaluation of the complaint device found that the distal tip had been used in a procedure. It was also noted that the c-channel was torn, which is consistent with the use of excessive force on removal of the guidewire. Most likely the c-channel became torn, and subsequently the tip detached upon catheter removal from the endoscope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro balloon was used during a procedure on an unknown date. It was noted that the distal tip of the extractor detached. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.